Manufacturer narrative:
Medtronic received the following information from a journal article entitled; laser fenestration of aortic arch stent grafts for endovascular treatment of retrograde type a dissection jinbao qin, xiaoyu wu, weimin li, kaichuang ye, minyi yin, guang liu, chaoyi cui , zhen zhao, xiaobing liu, xinwu lu. International journal of cardiology, 2020. Doi: https://doi.org/10.1016/j.ijcard.2020.12.011. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and non mdt stent grafts were used in the endovascular aortic repair in patients with rtad who also received in situ laser fenestration of the stent graft during the tevar. The following malfunctions occurred; endoleaks type ia the following adverse events occurred; stroke, re-intervention